Event description:
It was reported that during the attempt to deploy a vena cava filter from the femoral vein, the filter became stuck in the delivery sheath and the filter could not be completely deployed. The filter was pulled out of the sheath with a snare device from the jugular vein; however, a few filter legs appeared to be crossed. The filter was fully expanded and will remain implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.